Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels ranging from 350 to 497 (mg/dl) with moderate ketones. The customer delivered a bolus and changed supplies. During a system check with tandem technical support, small air bubbles were noted in the tubing. The customer reportedly had a urinary tract infection and believed this contributed to the elevated bg. Supply changes reportedly did not resolve bg levels. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.